Event description:
The pt was undergoing a CT scan with contrast given intravenously. A 20 gauge IV catheter was placed into an antecubital vein. An ezem extravasation detector was placed above the injection site. The pt stated they could feel contrast infusing, but it was not painful. Approximately 45 secs after the injection began, the pt complained of pain in the antecubital space used. The eda device did not detect an extravasation. Alarm did not activate. Swelling was noted by the technologist and the scan was stopped. The pt was elevated by a radiologist. The radiologist then referred the pt to his primary physician. The primary physician obtained a plastic surgery consultation. One day after the extravasation, icing and elevating the extremity, the swelling was markedly improved. No further medical intervention ensued.